Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the unspecified bd needle the needle was broken when the package was opened. The following information was provided by the initial reporter, translated from french to english: nurse found broken needle when opening the box, client complaint. When the syringe was removed from the blister pack, the needle became detached from the assembly. The needle fell out and was not found.

Event description:
It was reported that before use of the syringe heparin 27gax1/2 1ml the needle was broken when the package was opened. The following information was provided by the initial reporter, translated from french to english: nurse found broken needle when opening the box, client complaint. When the syringe was removed from the blister pack, the needle became detached from the assembly. The needle fell out and was not found.

Manufacturer narrative:
B.5. Describe event or problem: it was reported that before use of the syringe heparin 27gax1/2 1ml the needle was broken when the package was opened. The following information was provided by the initial reporter, translated from french to english: nurse found broken needle when opening the box, client complaint. When the syringe was removed from the blister pack, the needle became detached from the assembly. The needle fell out and was not found. D.1. Medical device brand name: syringe heparin 27gax1/2 1ml d.2. Common device name: syringe d.3. Medical device manufacturer: bd medical - diabetes care d.4. Medical device lot #: 6340823 d.4. Medical device expiration date: 2021-12-31 d.4. Unique identifier (UDI) #: (B)(4). G.4. Manufacturing location: bd medical - diabetes care g.5. PMA / 510(k)#: n/a h.4. Device manufacture date: 2016-12-05 h3 other text : see section h.10.

Event description:
It was reported that before use of the unspecified bd needle the needle was broken when the package was opened. The following information was provided by the initial reporter, translated from french to english: nurse found broken needle when opening the box, client complaint. When the syringe was removed from the blister pack, the needle became detached from the assembly. The needle fell out and was not found.

Manufacturer narrative:
H.6 investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 6340823. All inspections were performed per the applicable operations qc specifications. There were three (3) notifications [200679411, 200679230, 200679230] noted that did not pertain to the complaint. Complaint could not be confirmed root cause in undetermined. H3 other text : see h.10